Event description:
Additional information received indicated surgical intervention occurred on (B)(6) 2025 wherein the remainder of the leads were removed, and a lead was implanted bilateral and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10586274. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported following initial implant the patient experienced headaches. In turn, surgical intervention to place on (B)(6) 2025 wherein the physician elected to do a blood patch and electively cut the leads. Follow up indicated the headaches resolved. Note : it is unknown which lead is related to this issue.